Event description:
The biomerieux bact/alert microbial detection system presented with code 710 and message "incubator module temporarily unavailable while power up initialization takes place. The code then went away only to repeat again several more times. Error code 1 "power fault in incubation module" also appeared. Incubator #5 associated with the controller contained culture bottles from 32 apheresis collections. Culture bottles had to be relocated to another incubator. Per the biomerieux tech, the voltage on the power supply was out of tolerance causing the power interruption.